Event description:
Pt to emergency dept with shock and respiratory distress, became bradycardic and was intubated via direct oral route using a size 8.0 mm i.d. Tracheal tube. Cuff was tested by inflation prior to intubation and found to be free of visible defects. Position was confirmed by auscultation and subsequently by x-ray. Breath sounds were heard over both lung fields. Pt went into cardiac arrest and was resuscitated with external cardiac compressions. Transferred to ICU. Pt again developed cardiac arrest; reintubated for failure to ventilate. Endotracheal tube cuff on removal found to be herniated in 2 sites. Failure to ventilate and abnormal arterial blood gases prior to endotracheal tube removal possibly related to cuff herniations and occlusion of eye and/or bevel of the tube within the trachea. Pt expired soon after reintubation.